Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investiation. A follow-up report will be filed once the investigation results are available.

Event description:
Boston scientific crm received information that this lead was explanted due to a patient infection. It was reported that the culture of the patient's pocket was positive for (B)(6).

Manufacturer narrative:
Customer's meter was returned and investigated. Meter (B) (4) was returned. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 420 mg/dl and 96 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.